Event description:
It was reported that the fiber tip was fractured just after it was put into operation. The fiber tip was removed immediately. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was fractured just after it was put into operation. The fiber tip was removed immediately. The procedure was completed with another device. There were no patient complications.